Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 105mg/dl. The customer treated with juice. The customer's levels had been as low as 23mg/dl. Troubleshoot was conducted. The customer was advised to follow up with their healthcare provider and get basal rates changed.